Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 47 mg/dl at the time of incident. The customer treated her low blood glucose with food to raise her blood glucose to 100 mg/dl. The customer stated that she did a lot of housework and did not eat which caused the low blood glucose. The insulin pump will not be returned for analysis.